Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim and discolored. A display lens leak was found and the vibration motor was damaged. There was moisture contamination found inside the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/15/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings: a visual inspection showed that the keypad was intact with no evidence of peeling. All of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was visible under the key contacts. During investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. The display lens was found to be leaking during testing. The pump powered on with sound but no vibratory function. The vibration motor was found to be damaged due to moisture ingress. The pump cover was removed and moisture corrosion was visible inside the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.